Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). Event site telephone: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that an intra-aortic balloon (iab) counterpulsation was introduced, but the mega 50cc balloon could not be inflated for counterpulsation. No harm to the patient was reported.